Event description:
Procedure: prostectomy. After the device was fired the jaws didn't open and the body and the cartridge were disconnected inside the abdomen. The surgeon opened the abdomen and the procedure was completed as open surgery.